Event description:
Edwards learned of a 21mm surgical aortic valve that required valve in valve intervention after an implant duration of approximately 10 years due to re-stenosis secondary to valve degeneration. A 23mm transcatheter valve was implanted. The patient was noted as discharged.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.